Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not functioning correctly. The customer had issues with the insulin pump's battery. The meter was giving the customer a reading of 500 mg/dl and a few minutes later it was 80 mg/dl. The device was not returned.